Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that one of the leads of this system was loose. No further details were provided by the patient. No adverse patient effects were reported. At this time, this device system remains in service.